Manufacturer narrative:
Additional narrative: the locking teeth on the forceps showed minor wear under 10x magnification. The tensioning of the ratcheting feature of the forceps was found to be acceptable. The device was gripped onto a 4, 8 and 12 mm thick substrate and full clamping ability was maintained over 10 cycles. A review of the design history files showed dimensional and design suitability for intended use at the time of manufacture. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that there were no issues during the manufacture of the product that would contribute to this complaint condition. The manufacturing site for this device is (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).

Event description:
It was reported that the surgeon had issues with the reduction forceps when he was performing a procedure to treat a fractured ankle. The teeth on the clamps are worn out and they are no longer holding shut or reducing properly. The surgeon attempted to use another pair and they had the same issue. The surgeon was able to complete the procedure successfully with the second pair of forceps without patient harm and only a 10-15 second delay. The procedure was successfully completed with no harm to the patient. Report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device was used for treatment not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records are in progress. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device history record review could not be performed as the part/lot combination is unknown to synthes. The part number has been confirmed. Lot number could not be confirmed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.